Event description:
A customer reported receiving a minimum fill notification on their device, which resulted in their blood glucose levels being displayed as "high," though specific values were unknown. The customer managed the situation by administering a correction injection via multiple daily injections and did not require third-party assistance. Technical support provided guidance, including cleaning suggestions and instructions on adding insulin to the cartridge, but reloading the existing cartridge did not resolve the issue. As no additional supplies were available, technical support planned a follow-up call to determine if the customer could resume insulin use.